Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02538 / 02539).

Event description:
It was reported that the patient had an initial hip procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014, due to irritation and malposition of the cup. The acetabular cup and liner were removed and replaced.